Event description:
It was reported that a high drain 105 alarm occurred during drain five of five on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) was performing tidal therapy. The tidal volume equaled 85%, the fill volume (fv) equaled 2000ml, and the cycle five uf equaled 2321ml. The technical service representative (tsr) assisted the care giver (cg) to open the door to remove the cassette. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in 1995. The device was not available for evaluation. A device history review and service history review were completed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.